Event description:
A user facility reported to olympus that the colonovideoscope had no problem with imaging and leaking but needed mechanical repair due to wearing of the angle wire which cause bending angle in the up direction to not meet the standard value. Upon inspection and testing of the returned device, foreign material was found exiting the j-tube due to clogging caused by insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center was unable to confirm the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, due to wear of flexibility adjustment ring, flexibility adjustment function did not work, due to adhesive peeling on bending section rubber, insulation resistance value at distal end did not meet the standard value, objective lens chipped, adhesive on bending section rubber cracked, connecting tube buckled, due to wear of angle wire, bending angle in up direction did not meet the standard value, due to deterioration of braid of bending tube, tightness of the braid uneven, universal cord buckled, and video cable buckling. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, it was not possible to further identify the material. Moreover, no physical damage was observed at the point of detection of the foreign material, nor any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. It is suggested that the user facility review the method of handling for the device according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.